Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was being fire on the jejunum junction for the first four firings. After close inspection after the firings the surgeon noticed the middle part of the staple line was open and there were several malformed staples. Another device was used to repair the staple lines and complete the procedure. The surgeon also used u clips as well as suture to complete the case. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).

Event description:
Customer reportedly obtained results of 413 mg/dl, 117 mg/dl, and 96 mg/dl on the compact plus system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B)(4). The analysis results found that the lts60a device was received in good visual condition and with four tr60w reloads present. The reloads were received fully fired and with the lockout normal. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.